Event description:
It was reported that the patient's pump was filled with 2000 mcg/ml drug instead of 500 mcg/ml at a rate of 110 mcg/day. No symptoms were reported. The hcp was unable to refill the pump for four hours. It was later reported that the pump was emptied and refilled within three hours. The patient did not experience any symptoms and had no injury.